Event description:
Pt reported receiving inappropriate ICD shock while running or treadmill at home. Interrogation of ICD revealed pt was shocked due to oversensing of ventricular lead, reproducible with pt jumping up and down in office. ICD generator removal, transvenous extraction of ICD leads, implant of new non-thoracatomy defibrillator systems by dr. This device chosen due to pt's concern with cosmetic results.